Event description:
The info rec'd from the field states that this female pt who had a a stent placed in the left subclavian artery in 2005 was presented to the interventional lab of a different institution for a heart catheterization in 2006. While the routine angiogram was being performed, it was noticed that the previously placed stent was fractured. There is no info as to how the fractured stent was treated. Please note that multiple attempts to acquire add'l info and films have been made, but have been unsuccessful.

Manufacturer narrative:
The product will not be returned for eval and testing. Add'l info will be forthcoming within 30 days upon receipt.